Event description:
User related. It was reported, "patient called to report that she has had pain since her surgery on (B) (6) 2003. Hears popping sound and with certain movements feels popping. She was told by another surgeon that the cup is too large and anteverted. Primary surgery was performed at (B) (6).

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 3 events associated with this event type (user related and product code meh).